Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting rapidly, which caused the pump to shut off. The customer's blood glucose (bg) was 548 mg/dl and was treated via a bolus using the pump. Reportedly, the customer had manual injection supplies available for alternate insulin therapy.